Manufacturer narrative:
H10: per the customer¿s response, reprocessing was practiced in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle, on the distal cover, and the e315 error could not be identified. However, it¿s likely the cause of the e315 error is related to water intrusion causing electrical parts to short-circuit since water intruded the scope connector. The suggested event (e315 error, foreign material in the nozzle, and foreign material on the distal cover) is preventable by handling the device in accordance with the following sections of the instructions for use: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ ¦ inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the endoscope¿s distal end. 3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ describe how to inspect for the subject event as below. ¦ inspection of the endoscope 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] ¦inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.3 inspection of the endoscope describes how to inspect for the subject event as below. ¦ inspection of the endoscope 3 inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that an error code 315 (scope communication) occurred on the evis lucera elite colonovideoscope. The issue occurred during preparation for use for a diagnostic procedure and there were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. During the evaluation it was found that the nozzle and the plastic distal end cover both had foreign objects due to insufficient cleaning. Additional findings included the following: due to a crack on bending section cover, insulation resistance value at distal end does not meet the standard value, the plastic distal end cover, the scope connector cover unit, the lock engagement lever, the free/engage knob, the right/left knob, the up/down knob, the connecting tube, the flexibility adjustment ring, the scope cover, the switch2, the scope connector, the universal cord, the grip, the control unit, the switch box, all had a scratch, the suction cylinder was shaved, the scope connector is dirty due to water leakage, the adhesive on bending section cover has a chip, due to wear of angle wire, the play of up/down knob is out of the standard value, the light guide lens has a crack, the light guide lens, the both had discoloration, and due to dirt on objective lens, there is a lack of image on the monitor. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Brushed points for air/water channel performed with clean lint ¿free cloths, brushes, sponges. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.